Event description:
It was reported that vasospasm occurred. A 2d 6mm x 20cm interlock embolic coil was selected for use. During the procedure, the coil prematurely deployed once it was removed from its sheath inside the catheter. The coil became stuck and unwound in the catheter and was unable to be pushed out. The catheter was removed with the coil which caused a vasospasm. The procedure was interrupted. No further patient complications were reported.